Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope's horizon was off and light shined through the barrel. There were no reports of patient harm.

Event description:
It was reported the rigid video scope's horizon was off and light shined through the barrel. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: optical fibers broke, dents on the distal edge, loose adapter, bad image, and the light transmission failed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the device has bad image due to bent and broken outer tube. The most probable cause of the complaint is cause traced to component failure which is expected or random without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.